Manufacturer narrative:
Concomitant products: product ID: 8583, lot# n317449, implanted: (B)(6) 2012, product type: accessory. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8590-1, lot# n285955, implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal (2000ug/ml at 445ug/day), via an implantable infusion pump. The indication for use was noted as intractable spasticity and multiple sclerosis. The patient had not been clinically responding to intrathecal baclofen (itb) therapy since (B)(6) 2014. The patient had a gradual onset of symptoms; increase in spasticity which was ongoing despite increase in daily dose. No improvements were seen and patient did not experience withdrawal. On (B)(6) 2015, they performed diagnostics testing during which the catheter access port was accessed but no fluid was coming back, they determined that the catheter was kinked. They had been continually decreasing the itb dose by 20%. The causality, further intervention and final outcome was not reported. Additional information has been requested, but was not available as of the date of this report.